Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the color indicator of a 5f exoseal vascular closure device (vcd) never changed to black when retracting with an unknown sheath, and the green deployment button could never be pressed. A pressure dressing was applied for hemostasis post operatively. There was no patient injury. The device was removed without delivering the collagen plug. The "click" sounded when the green cover was engaged with the white handle. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the color indicator of a 5f exoseal vascular closure device (vcd) never changed to black when retracting with an unknown sheath, and the green deployment button could never be pressed. A pressure dressing was applied for hemostasis post operatively. There was no patient injury. The device was removed without delivering the collagen plug. The ¿click¿ sounded when the green cover was engaged with the white handle. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was not depressed, while the guard was locked. The plug was in a manufacturing position and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black, black position in the indicator window, then it proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black, white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. A review of the manufacturing documentation associated with lot 18401552 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the device achieved full deployment with window transition during the functional analysis. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
As reported, the color indicator of a 5f exoseal vascular closure device (vcd) never changed to black when retracting with an unknown sheath, and the green deployment button could never be pressed. A pressure dressing was applied for hemostasis post operatively. There was no patient injury. The device was removed without delivering the collagen plug. The ¿click¿ sounded when the green cover was engaged with the white handle. The exoseal vcd was used following a cerebral arteriography procedure conducted via a retrograde approach. The device was stored and prepared according to the instructions for use. The physician has been using exoseal for ten years. No visible signs of device or package damage were noted prior to use. A 5f sheath was used. The femoral access was achieved by direct puncture without notable difficulty. Although the femoral artery's suitability was not explicitly confirmed via angiography, the insertion angle was respected. Vessel diameter was not verified to be =5mm, and no echographic assessment was systematically performed to evaluate calcium/plaque or vessel tortuosity; however, none was suspected. There were no stents, significant stenosis, or pre-existing conditions at the access site, and the site had not been closed in the prior 30 days. Pulsatile flow was observed from the bleed-back indicator, and the device and sheath were retracted together until bleeding significantly slowed or stopped. The physician kept their thumb on the plug deployment button during retraction. No red color was seen in the indicator window during retraction. Upon removal, the indicator wire loop was deployed without any noted anomalies. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was not depressed, while the guard was locked. The plug was in a manufacturing position and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black, black position in the indicator window, then it proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black, white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. A review of the manufacturing documentation associated with lot 18401552 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the device achieved full deployment with window transition during the functional analysis. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It was reported that femoral suitability was not assessed. Special patient populations listed in the instructions for use (IFU), where the safety and effectiveness of the exoseal vcd has not been established, include those with a tortuous targeted femoral artery and those with visible calcium/atherosclerotic disease of the puncture site. Due to this, the IFU instruct to confirm vessel suitability. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the color indicator of a 5f exoseal vascular closure device (vcd) never changed to black when retracting with an unknown sheath, and the green deployment button could never be pressed. A pressure dressing was applied for hemostasis post operatively. There was no patient injury. The device was removed without delivering the collagen plug. The ¿click¿ sounded when the green cover was engaged with the white handle. The exoseal vcd was used following a cerebral arteriography procedure conducted via a retrograde approach. The device was stored and prepared according to the instructions for use. The physician has been using exoseal for 10 years. No visible signs of device or package damage were noted prior to use. A 5f sheath was used. The femoral access was achieved by direct puncture without notable difficulty. Although the femoral artery's suitability was not explicitly confirmed via angiography, the insertion angle was respected. Vessel diameter was not verified to be =5mm, and no echographic assessment was systematically performed to evaluate calcium/plaque or vessel tortuosity; however, none was suspected. There were no stents, significant stenosis, or pre-existing conditions at the access site, and the site had not been closed in the prior 30 days. Pulsatile flow was observed from the bleed-back indicator, and the device and sheath were retracted together until bleeding significantly slowed or stopped. The physician kept their thumb on the plug deployment button during retraction. No red color was seen in the indicator window during retraction. Upon removal, the indicator wire loop was deployed without any noted anomalies. The device is being returned for evaluation.